Event description:
Surgeon advised one of his patients being treated for degenerative scoliosis, was implanted with n-hance at l2-l3 and l3-l4. Patient presented to his office with sacral pain and x-ray taken showed a fractured rod. Patient experiences pain on the side contralateral to the broken rod and since patient is asymptomatic in the area of the broken rod, surgeon has no plans for revision.

Manufacturer narrative:
Additional information has been requested. Subject device currently remains in the patient. Date of manufacture cannot be determined without a lot number.